Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood and blood splatter. The following information was provided by the initial reporter. The customer stated: "there was a low draw issue found in the needle holder, when the cap is pulled out immediately, the blood collection tube is separated and the patient's blood is splashed. There was no effect on patients and users."

Manufacturer narrative:
Investigation summary: bd did not receive returns, but one customer photo was received for review and analysis. After review and analysis of the customer received photo, bd is able to confirm exposure as there is specimen within the container as seen in the photo. Additionally, bd is able to confirm stopper pop off from the customer¿s photo due to the cap not being attached to the tube. Finally, bd is unable to confirm underfill from the customer photo. In addition, twenty-nine (29) retain samples were evaluated by functional testing and all samples met specifications. Therefore, bd is unable to duplicate the customers reported defect of, stopper pop off, based on retain sample testing results. Additionally, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Therefore, bd is unable to confirm the customers reported failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.